Event description:
It was reported that following a diagnostic procedure, a 6f angio-seal was used. The patient was reported in good condition and was released from the holding area. Seven hours later, the patient was sent to the telemetry unit. Nine hours later, the patient felt a "pop" and strong pain while walking in the unit. A femostop was applied over night and was given morphine (dosage unknown) for discomfort. One day later, the patient had good pedal pulses. Later, a doppler revealed a strong blood flow with no reported issues.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.